Event description:
The manufacturer received information alleging a patient with a bipap pro biflex device has passed away. There was no allegation that the device caused or contributed to the death. Additional information has been requested regarding the details of the reported death. The reporter did not provide a date of death. The reporter has requested a return label. The device has not returned to manufacturer.

Manufacturer narrative:
Corrections box h: problem code gris (1) from c106101 to c62970.